Event description:
Ous MDR - it was reported that this lead was explanted due to unspecified lead failure. No adverse patient side effect have been reported. The implant and explant dates were not reported, but the lead was returned.

Manufacturer narrative:
(B)(4) 2013 - based on the analysis, we have updated the MDR report to add device problem and changed the type of reportable event to malfunction. Also, the device code was changed to reflect the analysis findings. The lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual and an electrical inspection. The analysis of the lead demonstrated a damaged insulation and a fractured outer coil at a distance of about 29 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.